Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during catheter placement procedure, the metal end of tunneller that joins tunneller and catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerline t/l catheter and tunneler was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported tunneler fracture and material separation issues as tunneler barb was noted to be completely broken from the tunneler body at the distal end of the catheter. Tunneler barb was found stuck within the distal end of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3, h6(device, method) h11: h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during catheter placement procedure, the metal end of tunneller that joins tunneller and catheter allegedly broke. There was no reported patient injury.